Manufacturer narrative:
Concomitant products: ddpb3d1 ICD implanted: (B)(6) 2020, 6937a-52 lead implanted: (B)(6) 2020, 6937a-52 lead implanted: (B)(6) 2020, 4968-60 lead implanted: (B)(6) 2020, 4968-60 lead implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was removed due to infection. No further patient complications have been reported as a result of this event.